Event description:
Boston scientific received information that during a device replacement procedure, this lead was capped due to unspecified pace impedance measurements. The lead was replaced with another manufacturer's lead. No adverse patient effects were reported.

Manufacturer narrative:
This lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.